Event description:
The customer reported a communication failure error message. This error may result in a system lock, no boot, or shut down situation. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The boards and connectors were reseated and the interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.